Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication pulls from the non-profile pyxis machine showed intermittent delays of 4 to 7 minutes before appearing in the emr. The or relied on these pulls to create emar orders, and some orders took several minutes to reach the interface despite processing almost instantly once received.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, medication pulls from the non-profile pyxis machine showed intermittent delays of 4 to 7 minutes before appearing in the emr. The or relied on these pulls to create emar orders, and some orders took several minutes to reach the interface despite processing almost instantly once received. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the medication was removed on a non-profile machine. A technical support specialist (tss) dialed into server and followed knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" as advised by the interface team, updating the transaction setting with assistance from a senior team member. Verified transaction performance, observed improvement, and contacted the customer for confirmation. The customer reported reduced delay to approximately 2 minutes, confirming the issue was resolved, and the case was closed accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication pulls from the non-profile pyxis machine showed intermittent delays of 4 to 7 minutes before appearing in the emr. The or relied on these pulls to create emar orders, and some orders took several minutes to reach the interface despite processing almost instantly once received. However, there were no delays or adverse events or injuries reported based on this event.